Event description:
It was reported that during a laparoscopic sigmoid resection the device cut but did not staple the intestine. Surgery was converted to open which extended or time. Time in the hospital was also extended.